Event description:
Boston scientific received information that the patient with this right ventricular lead reported to their clinic with reports of feeling lightheaded and dizzy. A device interrogation was performed where loss of right ventricular capture and high thresholds were noted. The patient was left ventricular pacing only. An invasive lead revision procedure was performed where the lead was cut and capped. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.